Event description:
The site has issues related to misplaced or missing images from this x-ray system. For example, the incorrect data was presented as a pt image. Also, the image showed a double exposure image and neither image was what was actually taken as part of a two piece cassette. The image seems to have been lost.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.